Manufacturer narrative:
Submitted: 06/05/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was torn off below the ok keypad button. On testing, the contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the buttons. The display was noted to be faded and pink. A test display was attached to the pump and illuminated properly without discoloration. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap threads were noted to be stripped and the cap could night tighten onto the pump. The pump was opened for investigation and did not reveal any evidence of damage or defect of the pump¿s interior components. (B)(4).

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim, faded and discolored.